Manufacturer narrative:
Investigation summary: there were no calibration errors and qc on the day of the event recovered within the lab's established ranges. A field service engineer (fse) was dispatched to the customer's lab: a) the fse performed a precision run and found high glu flyers. B). The fse replaced a stirrer motor. C) after service completion, the fse run precision test of 50 replicates and no flyers were observed. A poorly operating stirrer motor may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding three (3) erroneously high glucose (glu) results generated by the synchron lx20pro instrument. Sample 1: initially, the sample was tested on a different instrument in the customer's lab for glu and a result of 23mg/dl was obtained. To verify this low result, the sample was run on the synchron lx20pro instrument and the result was 150 mg/dl. The sample was then re-run on both instruments and the same results were obtained. Based on available info, glu result obtained from a point of care (poc) was 25mg/dl and the result of 23mg/dl was reported out of the lab. Sample 2 and 3: glu results obtained from the synchron lx20pro instrument were 120 mg/dl and 96mg/dl respectively. The results were reported out of the lab. Both samples were re-tested on a different instrument in the customer's lab and results were: 80 mg/dl and 89mg/dl respectively. Corrected reports have been issued. Pt treatment was not initiated or withheld based on the erroneously high results.